Event description:
Product implanted in 2001 for lengthening 1st metatarsal right hand 0,5 mm a day. In 2001 the proximal ball joint connector screw was broken, with metatarsals displacing and shortening.